Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found, and the returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during implantable pulse generator (ipg) implanting procedure, the set screw of the device could not be tightened. The physician replaced the ipg with a new one to complete the procedure. No patient complications have been reported as a result of this event.